Event description:
Initial result for a patient ferritin was below the measuring range. When repeated, the result was 600. The incorrect result was not used to guide patient therapy. The field service rep found the sample probe was misadjusted and repaired the instrument by adjusting the probe.